Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements of 192 and 194 ohms were observed following shock delivery. Technical services (ts) discussed the noise appeared consistent with potential electromagnetic interference (emi) and recommended finding out what the patient was doing at the time of the episodes. It was reported that the patient was riding the subway and sitting still at the time of the episodes. Noise was unable to be reproduced in clinic. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that an x-ray was performed and noted some increased subcutaneous fat under the electrode coil on the sternum. No known changes were made. It was reported that the electrode may have also migrated, however, the physician does not plan to make any changes at this time and will continue monitoring.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements of 192 and 194 ohms were observed following shock delivery. Technical services (ts) discussed the noise appeared consistent with potential electromagnetic interference (emi) and recommended finding out what the patient was doing at the time of the episodes. It was reported that the patient was riding the subway and sitting still at the time of the episodes. Noise was unable to be reproduced in clinic. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that an x-ray was performed and noted some increased subcutaneous fat under the electrode coil on the sternum. No known changes were made.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements of 192 and 194 ohms were observed following shock delivery. Technical services (ts) discussed the noise appeared consistent with potential electromagnetic interference (emi) and recommended finding out what the patient was doing at the time of the episodes. It was reported that the patient was riding the subway and sitting still at the time of the episodes. Noise was unable to be reproduced in clinic. Monitoring will be continued. It was reported that an x-ray was performed and noted some increased subcutaneous fat under the electrode coil on the sternum. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remains implanted. No additional adverse patient effects were reported. It was reported that the electrode may have also migrated, however, the physician does not plan to make any changes at this time and will continue monitoring.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of two inappropriate shocks in two separate episodes. Additionally, high shock impedance measurements of 192 and 194 ohms were observed following shock delivery. Technical services (ts) discussed the noise appeared consistent with potential electromagnetic interference (emi) and recommended finding out what the patient was doing at the time of the episodes. It was reported that the patient was riding the subway and sitting still at the time of the episodes. Noise was unable to be reproduced in clinic. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.